Manufacturer narrative:
Please disregard the previous submission as the recall number identified is not applicable to this complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the oxygen (o2) sensor. The red light emitting diode (led) was flashing on the front of the electronic patient gas system (epgs) after replacing the o2 sensor indicating that a problem still remained. He removed the epgs and sent the suspect device to the manufacturer for evaluation. It was previously reported that the internal flowmeter was the cause of the problem but further analysis determined that the cause was due to the flow knob being pressed against the front of the electronic patient gas system (epgs) where it was unable to rotate easily. The product surveillance technician (pst) pulled the flow knob away from the front of the epgs. After a fifteen minute warmup period, calibration of the epgs was initiated and passed. The service repair technician (srt) noted that the stuck control knob caused the shaft on the stepper motor to slightly bend. There was no noted functional impact of the stepper motor, but was replaced as a caution to prevent latent failures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the "service gas system" message was caused by a defective internal flowmeter. When the perfusion screen was entered, a "low oxygen supply pressure" alarm was displayed on the central control monitor (ccm). 5.82 l/ min was displayed on the ccm when there was no air flow. The output voltage of the internal flowmeter was measured and it was 2.07 volts (v) at zero flow. 5.0 v is the expected output voltage at zero flow. Calibration was initiated and failed. The flowmeter was replaced with a lab use flowmeter. After the 15 minute warmup period, calibration was initiated and passed.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the user facility's perfusionist, the unit was left for several minutes while retrieving other components and the alarm went off. The connections were checked and there were no gas leaks heard.

Event description:
Additional information received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The issue was discovered when the perfusionist saw it sitting in the pump room. Per the field service representative (fsr), the o2% hours of this unit is 20,186.

Event description:
It was reported that during the use of the device for a non-clinical activity, the electronic patient gas system (epgs) had a "service gas system" message. There was no patient involvement.